Event description:
User experiencing intermittent low creatinine results. The following examples were provided: sample 1, initial result gave 0.5 mg/dl; repeat gave 3.3 mg/dl. Sample 2, initial result gave 0.2 mg/dl; repeated five times giving 0.1, 1.9, 2.0, 2.0 & 2.0 mg/dl respectively. Sample 3 initially giving 0.1 mg/dl; repeat gave 3.1 mg/dl. Erroneous results were reported. Pts not adversely affected. The field svc rep found the r1 probe to be out of alignment, and aligned the r1 probe. Performance tests were performed which were within specifications.